Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had abnormal discharge values during use. As a result, wrong defibrillation therapy would be delivered. There were no reports of patient use associated with the reported event.